Event description:
Cross complaint for indenification for any liability which may arise from the original complaint issued on behalf of plaintiff. Original complaint alleges a minor, and guardian and family member were both pts at med ctr when a nurse dropped an infant, three to four feet onto the concrete floor in front of their family member. In the original complaint, it is alleged that the hosp owned, maintained, controlled, managed and operated their premises and/or the activities thereon in an unsafe, dangerous, negligent and careless manner, thereby causing plaintiffs to suffer physical injuries, severe emotional distress and other damages.